Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the fiber optic connector had been plugged in upside down and slightly damaged fiber optic port. The stm indicated that the fiber optics still tested ok when plugged in the correct way with red arrow lightning up. The stm ordered a new fiber optic extension for biomed replacement due to cosmetic damage. However; all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping and the fiber-optic stopped working. The customer switched to a different balloon pump. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e3, g4, g7, h2, h10. A getinge field service engineer reported that the customer's biomed has informed department managers to educate users on how to plug in the fiber optic connector correctly so the red arrows are facing upward.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping and the fiber-optic stopped working. The customer switched to a different balloon pump. There was no harm or injury to patient and no adverse event was reported.